Manufacturer narrative:
Additional information: a document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate instructions for use, precautions and operational errors. The review of the device history record (DHR) for this system was also performed which showed that there were no issues or non-conformities and that the system and its components met all specifications prior to being released. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site on two occasions. The first visit, the fss was not able to confirm the reported issue. The fss observed surgeries scheduled for the day and was not able to confirm the issue. The surgery center reported the error occurred on a different date and the fss made a 2nd visit. The field service specialist (fss) visited customer site and upon inspection of the unit, he observed the reported issue. Fss replaced the instrument manager printed circuit board (pcb) with a new one, which resolved the issue. Fss completed the field service checklist, which the unit passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that sometimes error 2012 (instrument host timeout error) occurs during start up and system locks up during start up with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.